Event description:
A malfunction alarm identified as malfunction code 16 was reported, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown as the customer declined to provide information. To resolve the situation, the customer was instructed to revert to multiple daily injections as a backup therapy, and a replacement pump was arranged by technical support. The customer acknowledged instructions to return the faulty pump and to put it into storage mode before its return.